Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient experienced hyperglycemia accompanied by ketones (no ketone value reported). At the time, the cgm reading was 100 mg/dl, while a blood glucose test showed a level of 300 mg/dl. The patient was taken to the emergency department and treated with intravenous fluids, vitamins, and insulin infusions. The patient remained in the hospital for less than 24 hours and was discharged the same day. At the time of this report, the patient is doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.